Event description:
A patient contacted baxter's technical service center regarding wanting to start a manual drain, which occurred on the homechoice (hc) during drain 5 of 7. The drain volume equaled 3235ml. The patient stated he felt bloated. The technical service representative (tsr) stayed on the line with the patient through the drain. The drain volume equaled 3885ml before the unit moved on by itself. After the unit filled with 105ml, the patient stated he wanted to stop therapy early. The tsr checked the cycle by cycle ultrafiltration (uf) and the cycle 4 uf equaled 167ml, the cycle 3 uf equaled 225ml, the cycle 2 uf equaled -59ml, and the cycle 1 uf equaled -222ml. There were no bypasses found in the alarm log. The patient was using a 4.25% and a 2.5% solution bag. The patient normally uses all 2.5% solution bags. The tsr helped the patient stop therapy early as requested. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated that she was not aware of this specific event but stated that the patient was diagnosed with esophageal cancer two weeks ago and has complained of feeling full during every fill ever since. The rn reported that the largest prescribed fill volume is 1600ml, so this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). Ps informed the nurse that based on the drain volume and fill volume provided an overfill event did occur. The nurse stated that the patient does not perform any off cycler exchanges. The rn stated that in terms of peritoneal dialysis therapy, everything has been going fine otherwise. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.